Event description:
The customer reported that while transporting a patient, a qube bedside monitor display turned off when the portable stand was bumped. Users power cycled the device and moved the battery to a different battery slot and stated the device was able to resume monitoring. During troubleshooting the issue, it could not be determined if the issue was limited to the display only, or if there was a complete power loss. The customer reported that a biomed evaluated the device and could not find any faults with the device. The unit has been put back in use with no further issues reported.